Manufacturer narrative:
It was noted that the device, medical records and x-rays would not be made available for evaluation. A supplemental report will be submitted upon completion of the investigation.

Event description:
The arthroplasty was revised due to tibia, femoral, and patellar loosening. The components were implanted in situ for approx 4.3 y. The tibial insert, tibial tray, patellar and femoral components were revised. The patient presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 7.

Manufacturer narrative:
An event regarding loosening involving a dura duration all poly pat xsm was reported. The event was not confirmed. No items were returned as they were retained at drexel, however photos of the explanted devices were provided. The dura duration all poly patella was unremarkable. The reported lot ID was invalid however the digit configuration, excluding the first digit of the reported lot, was input into the DHR database. Lot ID yazua was available and consistent with part number reported in the complaint. All devices in the lot yazua were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
The arthroplasty was revised due to tibia, femoral, and patellar loosening. The components were implanted in situ for ~ 4.3 y. The tibial insert, tibial tray, patellar and femoral components were revised. The patient presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 7.